Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the user's report is confirmed. The power button is stuck due to a faulty main power switch and the front panel is chipped. The scope socket is ok after cleaning. The olympus lamp life meter reads below 50 hours and light output is within specifications. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported at the end of the day, an evis exera iii xenon light source, was found to have the power button was stuck. The unit could not be turned off. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (power switch stuck) likely occurred because the user exerted an unreasonable force or hit a hard object.